Event description:
It was reported that the patient presented in-clinic with presyncopal episodes. Stored egms showed one vf episode recorded due to noise. Patient is pacemaker dependent. A four second pause due to inhibition of pacing by noise was noted. Noise could not be reproduced with isometrics. Programming changes were recommended. Patient will be monitored.